Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 5/23/2017. Device returned to manufacturer? Yes. Device evaluation: returned sample: the complaint sample consisted of the activated syringe (containing approximately 0.25 ml of expellable solution), the cylinder holder and the plunger rod which was screwed into the backside of the blue rubber plunger. The cannula (no protection sheath) was attached at the cannula mount on the holder. The assembled syringe was placed into a plastic bag. The visual inspection of the returned complaint syringe and remaining healon solution has not been able to confirm the customer¿s report of ¿air bubbles¿. The syringe components and remaining solution were clear and free from material and of any material which could be described as ¿air bubbles¿ or foreign materials. As the customer¿s report of air bubbles or foreign material was not confirmed, then it is not possible to determine if there has occurred a product non-conformance. A video was provided and evaluated as follows: there are three or four smaller reflections in the center of the film picture, all from the lighting, all in the vicinity of the inserted cannula. These reflections do not hinder the inspection of the film. At approximately 0.07 in the film sequence, a string of foreign material is observed to be expelled from the cannula. Initially at this time frame, the length of the material is approximately 1.3 mm long, compared to the outer diameter of the cannula (approx. 0.4 mm in diameter). The material appears darker in the lighting, but cannot be described as black or gray. The material is most likely colorless or slightly colored. Upon further examination, the material is observed to expand along with the expansion of the healon solution in the cavity of the eye. This clearly indicates that the material is made up of smaller particles and is not one singular particle or fiber. At 0.13 in the film sequence, the foreign material is observed to have expanded over a larger area in the upper left side of the eye. The material is seen to be composed of distinct particles, some of which appear to reflect light. Based upon comparison to the external diameter of the cannula, these particles appear to be approximately 50 ¿m in diameter and are similar in size to each other. Some of the particles can be seen to be colorless. The particles can be described as spherical but with uneven surfaces and overall shapes. These particles cannot be described as angular, colorless solid material. This means that these particles are not glass. The identity of the colorless particles observed in the eye after injecting the healon solution therefore cannot be specifically identified based upon examining the film sequence. Product deficiency was not confirmed. Retain testing: 48 samples have been investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. No visible defects on the product box. The printing on the carton and labels are correct. Product deficiency was not found on retain samples. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). Healon is not an implantable device. Initial reporter phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the doctor observed a lot of air bubbles during the surgery when injecting healon into the eye. The surgery was completed successfully. The amo sales representative visited the customer site to conduct a follow up and review of the surgical video of the reported event. After review of the video, it was confirmed that there as a black string-like object in the eye. No additional information was provided to abbott medical optics.